Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was oversensing on the atrial lead. The lead was capped and abandoned. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.